Manufacturer narrative:
A ge svc rep performed an onsite investigation. The collimator was replaced and calibrated. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that x-ray stay on after releasing the x-ray switch. No pt injury was reported.